Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented with a suspected surgical wound granuloma locatated at the external corner of the pocket site. No definative root cause was identified; however, a pocket revision was later required and completed. No additional adverse effects were reported and to date, this unit remains implanted and in service.